Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2006. Subsequently, patient was revised in or after 2009 due to fracture of an implant. No further details are known.

Manufacturer narrative:
Explanted date - in or after 2009. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". The lot number identification necessary to review manufacturing history was not provided. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00013).